Event description:
The healthcare professional reported injecting a patient with 2 syringes of evolysse smooth via provided needle in the periosteum under eyes along the orbital rim. The hcp also reported placing a cannula down to the periosteum and subdermal face for injection of product. The patient experienced lumps in the tear troughs and tyndall effect. After one (1) month following the injection, the product was dissolved no further action is needed. Additional comments: importer complaint number (B)(4). Safety database reference number (B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product or patient details has been requested. No additional information is available at this time.